Event description:
This was a procedure to extract 3 cardiac leads due to a systemic infection. The first lead was extracted using a 16fr glidelight laser sheath. After extraction of the first rv lead, a drop in the patient's blood pressure was noted. The cardiac surgeon immediately came in to intervene. An svc tear was identified. The patient expired during the procedure. This report is being made against the glidelight.